Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 440 mg/dl. The customer did not experience any symptoms of high blood glucose value. Sensor received sensor updating alert. Auto mode was active at the time of event. Customer will continue the use of device. No further patient complications were reported.